Event description:
It was reported that the patient experienced regular low flow alarms due to beginning therapy resistant right ventricular (rv) failure. The patient experienced several infections in the pacemaker pocket and in the left ventricular assist device (lvad) including klebsiella and staphylococcus. The patient's skin was covered with antibiotics. The patient also experienced a dialysis dependent renal failure. Due to the palliative setting cased by the infections and the renal failure, there are no further therapy options. There was no driveline infection in place. The lvad performed as expected and the patient was clinically stable apart from their other diagnosis. The hospital requested the low flow software upgrade for the heartmate 3 system controller. The upgrade was completed on (B)(6) 2022 without any issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2022. The patient was on chronic antibiotics invanz (ertapenem) intravenous via peripherally inserted central catheter (PICC). The infection did not resolve and the patient was transferred into palliative nursing home. The patient's right heart failure existed pre lvad implant. The right heart failure caused a progressive course that began with edema followed by a dialysis dependent renal failure. The renal failure started in 2017, prior to lvad implant. Lab tests revealed increased creatinine. Medical treatment was unsuccessful and the patient remained on dialysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infections could not be conclusively determined through this evaluation. Additionally, the report of low flow alarms could not be confirmed as no log files were provided by the account for review; however, the account reported that the alarms were caused by the patient¿s therapy resistant right ventricular failure. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established. The patient¿s remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, pump pocket), right heart failure, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Section 6 of the IFU, under ¿right heart failure¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.